Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that customer had blood at her sensor insertion site. She inserted the sensor yesterday. She calibrated at 10:00 pm and then again at 4:00 am. Customer's blood glucose was 13.9 mmol/l. She stated her sensor readings and blood glucose are far apart. When she checked, she saw there was blood on the sensor. Customer was advised that blood on the sensor could cause inaccurate sensor readings. Nothing further reported.